Event description:
It was reported that during a procedure, after closing the incision site, loss of capture was noted on the right ventricular (rv) lead resulting in dizziness. Diagnostic imaging was performed and no anomalies were observed. The physician suspected the loss of capture was due to the anatomy of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.